Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport clearvue implantable port was returned for evaluation. Gross visual, microscopic, functional evaluations were performed. An in house syringe with dye water was attached to a safety infusion set and the non coring needle was inserted into the port septum. Upon infusion, small resistance was felt while water with what appeared to be thrombus exited the port stem. Aspiration was attempted and was successful as water fully returned within the in house syringe. Therefore, the investigation is unconfirmed for the reported obstruction of flow issue as aspiration was attempted and was successful as water fully returned within the in house syringe. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure it was noted that there was a blockage. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the powerport clearvue isp. During the procedure it was noted that there was a blockage. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.